Event description:
A (B)(6) pt underwent laparoscopic tubal ligation under general anesthesia and was discharged to home later the same day. The evening of the procedure, the pt awoke to go to the bathroom and noted that a small plastic foreign body had fallen out of her vagina. She was examined by the treating physician the following day and it was determined that the acorn tip of a wolf acorn uterine manipulator was the device that had been retained. No injury or other retained devices were noted.